Event description:
Customer reported an unexpected negative result when testing a sample by 2 cell screening assay and antibody ID panel on the galileo. Repeat testing also resulted negative. No adverse event occurred as a result of the unexpected negative reactivity.

Manufacturer narrative:
A synopsis of the final image for screening assay is as follows:cell#/well# rx strength typing visible interp. 1 / e1 10 e=e+ visually negative well; 2 / f1 12 e+e= visually negative well;a synopsis of the final image for repeat screening assay is as follows:cell#/well# rx strength typing visible interp. 1 / e1 4 e=e+ visually negative well; 2 / f1 19 e+e= visually negative well; very sight fuzzy background;a synopsis of the final image for plate antibody ID panel is as follows:cell#/well# rx strength typing visible interp; 1 / a1 13 e+e+ visually negative well; 2 / b1 8 e=e+ visually negative well; 3 / c1 23 e+e= slight red cell adherence; 4 / d1 8 e=e+ visually negative well; 5 / e1 7 e=e+ visually negative well; 6 / f1 8 e+e+ visually negative well; 7 / g1 6 e=e+ visually negative well; 8 / h1 6 e=e+ visually negative well; 9 / a2 8 e=e+ visually negative well; 10 / b2 9 e=e+ visually negative well; 11 / c2 9 e=e+ visually negative well; 12 / d2 8 e=e+ visually negative well; 13 / e2 7 e=e+ visually negative well; 14 / f2 7 e=e+ visually negative well.could not rule out a sample as the cause of the unexpected reactivity. The customer does not have sample available for further serological investigation.